Event description:
Consumer reports bd logic appears to be 40 points higher than their other meter and has passed out once or twice, but did not seek any medical attention. Analysis run on clarke error bd readings vs. Competitor meter (81 vs 41) indicates readings exceed expected values and is determined to be a potential malfunction.